Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed an infection in the pocket and blood stream. The device and two lead were removed and the other lead was partially removed. No further patient complications have been reported as a result of this event.